Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient, product ID 7 495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 3998, lot# la0453, implanted: (B)(6) 2002, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a communication problem. The patient had their device jump started about 4 years prior to the report. They had to charge their implantable neurostimulator (ins) for 12 hours. The patient tried to charge their ins about 2 years prior to the report but was unable to. Medicare would not pay to replace the patient¿s battery because they said the patient abused it by not recharging. It was further reported that the patient had not used or charged their stimulation for more than 2 years prior to the report. The patient wanted to use the stimulation therapy again. The patient was ¿playing around¿ and got their stimulator to charge but was getting a power on reset (por) message and a call your doctor icon on their recharger. The patient was unable to turn their stimulation on with their recharger. The patient¿s programmer did not work at all even though they replaced the batteries in it. It was noted that the weather was killing the patient because it went from hot and humid to cool. It was hurting the patient¿s rsd. It was further reported that the patient was unable to adjust their stimulation. They were seeing a ¿call your doctor¿ icon on their programmer. The patient had pain in their buttocks due to not having stimulation for 2 years. The patient had also lost 50 pounds and their stimulator was sticking out. Additional information received reported that the customer was requesting compatibility guidelines for getting an insulin pump with her spinal cord stimulator. It was noted that the patient had an autoimmune disease and her pancreas wasn¿t working well and she would need insulin. It was also stated to not be related to the manufacturer¿s device therapy. It was then reported that the patient was charging more than expected. This was reported to have started sometime the year prior to this report after she had an overdischarge due to her forgetting to charge. The patient had met with the manufacturer representative and got the battery charged back up but ever since she would have to charge every day. The battery was determined to be ¿wonkey.¿ it was stated that if the patient gets an insulin pump she may have the ins battery replaced at the same time. Follow-up determined that a por was performed and the patient was doing well. Additional information received reported the patient had their over-discharge addressed in (B)(6) 2014 but they had to charge every day. Since then their device has been dead since it would not hold a charge. Additional information received reported that the ins was explanted on (B)(6) 2015. A replacement device was implanted. Follow-up was performed to determine what the patient outcome was. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery reached end of service due to three overdischarges.

Event description:
Additional information received reported that after the replacement the patient was doing very well with effective therapy.